Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "auto fill failure" alarm, a "maintenance required code #2" (drive transducer offset failure) alarm and "low vacuum" alarm and then the iabp shutdown. The unit was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the drive manifold (part number: 0104-00-0018). There was no indication of a shutdown in the fault journal. The iabp was tested to factory specification. Functional tests and electrical safety tests were performed. The iabp unit met the factory specifications. It functioned normally and was returned to the customer. (B)(4).